Event description:
A pt who underwent both mitral and aortic valve replacement experienced a cerebral accident resulting in amnesia on the eighth postoperative day. Echocardiography indicated a small clot on the atrial side of the prosthesis, and also indicated that hemodynamics were good. Anticoagulation treatment was established. On day 16, the pt experienced another accident. Echo discovered a small mobile clot on day 17. On day 30, the pt died.